Manufacturer narrative:
Two actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The samples were returned without aluminum foil, but connected to transfer sets. Through visual inspection the cap and transfer set could connect well. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of minicaps had a connection issue to transfer sets. This was noticed before use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.